Event description:
It was reported that there was a loss of flow through the vessel. The patient presented with myocardial infarction and ischemia. A 1.75mm rotalink plus was selected for an atherectomy procedure in the circumflex artery. The complex calcified lesion had severe tortuosity and was shaped like a "u". The burr had to ablate through the length of the tortuous segment. Ablation was initiated and the speed decelerated. Rotation speed was between 180000 and 160000 rotations per minute. A no-flow event occurred. Due to the large burr size, there was a short closure of the vessel. The lesion treatment was successfully completed with a balloon and a stent. The patient was doing well post procedure.